Event description:
Pump reported to be set at 200 ml/hr with 500 mls of unknown solution. The patient was in delivery. Shortly after the start of the infusion, the rate was increased to 250 ml/hr. The bag was reported to have infused in fifteen minutes. The pump reported 427 mls left to infuse. The fundus was reported to be "boggy." No patient injury resulted.